Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.